Event description:
A surgeon reported that a pt noticed a change in her distance vision 11 days post iol implant, but the intermediate and near vision were very good. Upon examination the surgeon noted an anterior displacement of the inferior haptic plate described as "z-syndrome", and prescribed atropine to the pt. This report refers to pt's right eye. Additional info has been requested but has not been received.

Manufacturer narrative:
According to the surgeon, the lens is vertically oriented at the 11 and 5 o'clock position and there may be a slightly larger area of the capsule opening covered by the hinge plate of the iol. Investigation is underway. A supplemental report will be submitted upon completion of the investigation.